Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with alert for non-sustained lead noise due to post-pace t-wave oversensing via merlin.net. Programming changes were made. Further actions will be discussed with the physician.